Manufacturer narrative:
Product analysis: the spider fx was returned. No ancillary devices were included. The spider fx was removed from the protective hoop and pouch to be inspected. The capture wire/filter assembly was loaded inside the delivery catheter. The distal marker band of the filter was approximately 7cm from the distal tip of the delivery catheter. No damages were noted to the distal tip of the delivery catheter, proximal marker band of the filter, or the distal marker band of the filter. The capture wire was advanced in efforts to observe the filter assembly. The filter was braids and ro horseshoe were damaged. The braids of the filter were flattened, and the ro horseshoe was bend/compressed in the direction of the tantalum sleeves closer together. No damages to the coiled tip were noted. It should be noted, one of the tantalum crimp sleeves was detached from the filter braids. The primary wire exit port was inspected under microscope and found no damages or anomalies. The filter assembly was retracted back into the clear segment of the deliver catheter. A 0.014" guidewire was loaded the delivery catheter with no encountered resistance. The reported loading difficulty was confirmed in the state the spider fx was returned. It is unknown if the filter was positioned distal the clear segment within the catheter shaft. The filter showed damage to the ro horseshoe. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a spiderfx device to carry out a procedure. The vessel was not pre-dilated. The IFU was followed during preparation, procedure <(>&<)> post procedure however, the wire would not exit the port on the white marker on the delivery catheter. A new spider was used to complete the procedure. No patient injury was reported.